Event description:
Edwards received information that a 23mm 11500aj aortic pericardial valve, implanted approximately two (2) years, was explanted due to aortic stenosis secondary to leaflets sclerosis. The device was originally implanted for aortic valve replacement to correct aortic stenosis. The device was explanted and re-do aortic valve replacement was performed with no adverse patient events reported. The patient status was reported as "recovered". The device was returned for evaluation. Patient medical history: dialysis patient. Information such as serial number, replaced model, the patient information, or the causality between the device and the event was not provided by the customer. Product evaluation showed heavy calcification, and moderate pannus.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, d9, g3, g6, h2, h3, h6 h3: evaluation summary: customer reports of stenosis and leaflets sclerosis were confirmed. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. X-ray also demonstrated heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the outflow surfaces of all three leaflets. And on the inflow surfaces of leaflets 1 and 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the inflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut off around leaflets 1 and 3 on the inflow aspect and exposed the metal band underneath. Cut off sewing ring fragment was not returned. Two suture pledgets remained attached to the remaining sewing ring around leaflets 2 and 3. Wireform was exposed on all three commissures and around leaflet 3 on the outflow aspect.

Event description:
Edwards received information that a 23mm 11500aj aortic pericardial valve, implanted approximately two (2) years, was explanted due to aortic stenosis secondary to leaflets sclerosis. The device was originally implanted for aortic valve replacement to correct aortic stenosis. The device was explanted and re-do aortic valve replacement was performed with no adverse patient events reported. The patient status was reported as 'recovered'.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The cause of the event was due to patient factors and progression of underlying valvular disease.